Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer was not detected on bus. As per part investigation, it was determined that the root cause of "main drawer 4.1 not detected on bus" was shorts between adjacent copper strands in the retractor assemblies, resulting in thermal damage and drawer failure. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of ¿es main drawer 4.1, not detected on bus¿ was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that drawer 4.1 was not detected on bus. The fse replaced retractor band on 4.1. The fse then verified the system¿s performance using the hardware testing application, and all tests were successfully completed. Afterward, the fse rebooted the system and confirmed with the customer. Final checks indicated that all components were functioning as expected. During dchu visual inspection: pn 353844 01: both units revealed copper strands showing signs of thermal damage. During dchu testing: pn 353844 01: no testing was performed since signs of thermal damage were observed on the copper strands of the two returned assy retractor dwr hh cubie. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of ¿es main drawer 4.1, not detected on bus¿ was due to shorts between adjacent copper strands of the two ¿assy retractor dwr hh cubie¿ (pn 353844 01). This condition resulted in the localized thermal damage and ultimately compromised the drawer's functionality.